Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information from the healthcare professional (hcp) via the manufacturer¿s representative reported that the patient¿s implantable neurostimulator (ins) and lead were explanted for unknown reasons. It was unknown if there were any patient symptoms or if there were any environmental, external, or patient factors that may have led up to the issue. It was also unknown if the issue was resolved. The indications for use for the implanted device were noted as failed back surgery syndrome and non-malignant pain.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead. Analysis of implantable neurostimulator (ins) model 37714, serial # (B)(4) showed the battery had a reduced capacity due to o verdischarge. According to the trace report obtained from the device after a physician mode recharger (pmr) recovery, the total recharge count was 47. The last recorded recharge session was performed while the device was implanted occurred on oct. 31, 2013 where to was recharged for 5 hours 47 minutes. The battery charged from 3.180 volts to 4.050 volts. The ins battery discharged to the lock mode on (B)(6) 2013. The total therapy loss count was 7. The parameter trend diagnostic section of the trace report showed the last patient usage was on (B)(6) 2013. Analysis of lead model 3777-60, serial #(B)(4) showed conductors that were broken from overstress damage. The distal end of the lead was not returned for analysis. The conductors were kinked and twisted. Conductors 3, 5, and 6 were broken in the body of the lead 45.5 (units not reported) from the proximal end. Open circuits were seen but no shorts between circuits were reported. There was no visible evidence of anchor type found on the lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported the patient needed back surgery for an unrelated issue. The device was non-functional before the surgery and it kept the patient from getting mris, so the patient wanted it out. The device was not working for quite some time before it was removed. No further complications were reported.